Event description:
A male, during recall look-back dated in 2009, on medtronic quick-set infusion sets, it was discovered that pt had expired one month prior. Death certificate listed cause of death as asystole, ami, cad, hypertension. It was discovered that pt had been dispensed two sets of tubing from affected lots in 2008 and in 2009 prior to the recall notice.